Manufacturer narrative:
Concomitant medical products: 6947m62 lead implanted: (B)(6) 2014; 4456 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold alert on the left ventricular (lv) lead. The lead trends show frequent high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.